Event description:
A sales rep reported to baxter corporate product surveillance an interlink y-type blood/solution set in which a separation occurred. According to the report, the drip chamber became separated from the tubing. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the tubing was separated from the blood filter outlet port. A closer inspection showed that it appears that there is no solvent residue on the tubing as well as no visible plow ridge. The remainder of the solvent connections were then pull tested, with no failures noted. No other obvious visual defects were noted. The reported condition was confirmed. The root cause was determined to be due to a manufacturing deficiently; specifically due to an unsuccessful solvent application during assembly. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.